Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a fusiform 51 mm in diameter thoracic aortic aneurysm in zone 4. The most distal device was the talent 30x30x115 stent graft. It was reported that a CT, during the five year follow up, revealed aneurysm expansion. The maximum aneurysm diameter had dilated to 58 mm. Per the physician, the cause of the aneurysm expansion may have been due to a type ib endoleak from the patient anatomy of a short distal landing zone at the index procedure; however, endoleak was not confirmed on the CT scan. No clinical sequelae were reported and the patient is being monitored.

Event description:
Additional information was received for this case. The patient was brought back for intervention. The physician was unable to determine what kind of endoleak was present, type ib or ii endoleak, as no obvious endoleak was seen. The physician implanted a valiant distally, post intervention there were no endoleaks present. The physician will continue to monitor the patient.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.